Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for barrel flange broken on lot # 0245223. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 0245223. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. On 24th jun 2021, holdrege received a complaint for damage/flange broken on syringe 1.0ml 31ga 6mm tw 10 bag 1600 mx from batch: 0245223, material: ns324915. Visual inspection of the pictures found syringe with one side of the barrel flange broken off. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. The DHR was reviewed and nothing pertaining to the defect was found. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1.0ml 31ga 6mm experienced product damage while still considered operable. The following information was provided by the initial reporter: when I put my insulin I found again that the syringe had broken barrel flange.